Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and the pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experience dysuria and pneumaturia, occasional hematuria, urinary tract infection, vaginitis and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experience dysuria and pneumaturia, occasional, hematuria, urinary tract infection, vaginitis and urinary frequency.